Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Add'l info will be submitted once the quality investigation has been performed. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.